Event description:
During service, a defective user interface module printed circuit board was found.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 16 2007. The facility repoted a pump with fail code 703. It is unknown when the event occurred. Evaluation summary: the condition of a defective uim pcb was confirmed. This condition was manifested by fc 703. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.